Event description:
As reported by the legal team, approximately ten year post initial left side tka, the 60 y/o female patient visited surgeon complaining of pain. Per patient ¿pain is unrelated to injury/work injury¿. Patient reports 8 out of 10 on pain scale in left and right knees. Ongoing intermittent aching. Gradually worsening. Aggravated by: bending, stretching, straightening, exercise, kneeling, squatting, standing, walking, stairs. The left total knee which was done almost exactly 10 years ago appears to demonstrate aseptic loosening. During the last visit, laboratory tests were ordered, ¿for some reason, the patient has failed to have the laboratory test completed.¿ x rays for (B)(6) 2022 finds lucency about the tibial plateau component of the prosthesis on the left may represent loosening. A consultation to surgeon was placed on (B)(6) 2022; the patient is interested in discussing a possible bilateral simultaneous total knee replacements with surgeon. The patient visited the clinic 30 (B)(6) 2021 right ankle pain form a motor vehicle accident on (B)(6) 2021 [x rays on (B)(6) 2021 show probable acute nondisplaced fracture of the fibular metaphysis]. Injury (B)(6) 2022- patient had a fall on both knees-walking 2 pit bulls and they chased a squirrel. (B)(6) 2022 office visit- patient complaints of chronic pain in both knees. No additional information.

Manufacturer narrative:
As reported by the legal team, approximately ten year post initial left side tka, the 60 y/o female patient visited surgeon complaining of pain. Per patient ¿pain is unrelated to injury/work injury¿. Patient reports 8 out of 10 on pain scale in left and right knees. Ongoing intermittent aching. Gradually worsening. Aggravated by: bending, stretching, straightening, exercise, kneeling, squatting, standing, walking, stairs. The left total knee which was done almost exactly 10 years ago appears to demonstrate aseptic loosening. During the last visit, laboratory tests were ordered, ¿for some reason, the patient has failed to have the laboratory test completed.¿ x rays for (B)(6) 2022 finds lucency about the tibial plateau component of the prosthesis on the left may represent loosening. A consultation to surgeon was placed on (B)(6) 2022; the patient is interested in discussing a possible bilateral simultaneous total knee replacements with surgeon. The patient visited the clinic (B)(6) 2021 right ankle pain form a motor vehicle accident on (B)(6) 2021 [x rays on (B)(6) 2021 show probable acute nondisplaced fracture of the fibular metaphysis]. Injury (B)(6) 2022- patient had a fall on both knees-walking 2 pit bulls and they chased a squirrel. (B)(6) 2022 office visit- patient complaints of chronic pain in both knees. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Mechanical stressors such as motor vehicle crashes and falls can influence joint replacement device life. Patients with excessive alcohol use also increase the risk of traumas and stressors to joints, when in an inebriated state. Knee system is contraindicated by the following clinical condition: alcohol, drug or other substance abuse. These devices are used for treatment not diagnosis.